Manufacturer narrative:
Patient was placed on rivaroxaban for three months and event now resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used vena seal closure system used for the treatment of the great saphenous vein (gsv) and short saphenous vein (ssv) under local anaesthesia. No procedural complications and technical success was achieved. Transducer compression was used. Two segments were treated and the vein closed. System prepped as per IFU without issue. Procedure was carried out successfully. Patient injury has been reported post operatively as alive- with injury. Patient suffered pulmonary emboli following the procedure. Approximately 3 weeks later the patient presented with some shortness of breath (sob) and chest discomfort. A CT scan revealed pulmonary emboli. The physician mentioned that the emboli did not have an appearance of having adhesive within it. Ultrasound exam of both limbs revealed no evidence of dvt, closure of both treated saphenous veins with no thrombus extensions. Note was made that the patient had travelled extensively prior to the procedure, but not after. We discussed the unlikely possibility of late embolization from the treated gsvs and that the later ultrasound appearance was normal for vs treated vein. Pulmonary emboli was deemed procedure related in some way, although this incidence is later than what would be expected to be defined as a post-procedural time period.

Manufacturer narrative:
Corrected information: sex.